Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. At a later date the patient presented to the hospital for a leak closure. The leak was measuring 4-7mm. After the physician reviewed the images on transesophageal echocardiography (tee), it appeared that the closure device was mispositioned in 45/90-degree views, where the closure device appeared almost sideways. There is a color flow along the limbus under the skirt of the closure device. The implant form showed quick implant that met position, anchor, size and seal (pass) criteria. A non-boston scientific (bsc) duct occluder ii (adoii) device was used to plug the leak, and the physician achieved no leak. During the groin closure, the non-bsc adoii was sucked behind the closure device and was free floating inside the frame of the closure device, the leak was minimal.